Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿ upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during dwell one, while the hp was connected. It was determined that the supply bag connection was loose. The technical service representative (tsr) explained to the hp that the air had entered the setup. The hp cycle the power in order to clear the alarm. The tsr advised the hp to start the therapy over using all new supplies. The tsr reviewed the proper procedures with the hp as per user manual. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.